Event description:
It was reported that during a general replacement procedure, this newly implanted right ventricular (rv) lead was positioned in the ventricle, however shortly afterwards, it exhibited low amplitude measurements and then no sensing. The patient's blood pressure dropped and no pulse was detected. The rv lead was removed from the patient and cardiopulmonary resuscitation was started. An echocardiogram taken showed cardiac tamponade so pericardiocentesis was attempted by the implanting team. A cardiac surgeon was then called in and the patient's chest was cut open and a perforation in the rv was confirmed to have occurred. The perforation was stitched up by the surgeon and the patient was taken to the intensive care unit where they have not regained consciousness despite having stopped sedation. The implanting team was unaware if this perforation occurred with the patient's previously implanted rv lead, or during the positioning process of this new rv lead. All evidence indicates the rv lead was disposed of at the hospital and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that during a general replacement procedure, this newly implanted right ventricular (rv) lead was positioned in the ventricle, however shortly afterwards, it exhibited low amplitude measurements and then no sensing. The patient's blood pressure dropped and no pulse was detected. The rv lead was removed from the patient and cardiopulmonary resuscitation was started. An echocardiogram taken showed cardiac tamponade so pericardiocentesis was attempted by the implanting team. A cardiac surgeon was then called in and the patient's chest was cut open and a perforation in the rv was confirmed to have occurred. The perforation was stitched up by the surgeon and the patient was taken to the intensive care unit where they have not regained consciousness despite having stopped sedation. The implanting team was unaware if this perforation occurred with the patient's previously implanted rv lead, or during the positioning process of this new rv lead. All evidence indicates the rv lead was disposed of at the hospital and will not be returned for analysis. No additional adverse patient effects were reported. Additional information provided from the field indicated the patient later passed away due to this event.